Manufacturer narrative:
Received one speedband device with the irrigation catheter, velcro strap and ligator head for analysis. It was noticed that the crimp was present on the trip wire. A visual examination of the ligator head found six bands present with two bands were moved out of their positions. It was also noted that the ligator head tooth was bent and the proximal section of the trip wire was kinked in several locations. The suture was intact and attached to the ligator head and trip wire loop. The trip wire was broken and partially rolled in the handle; there was evidence that the trip wire was secured in the handle post during the procedure. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly, irrigation catheter and the velcro strap. Based on the evaluation of the returned device, these failures are likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal banding (ev) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands were stuck and twisted together causing the bands to failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. (B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal banding (ev) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the bands were stuck and twisted together causing the bands to failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.